Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's mother reported that her son's infusion set leaked at the site after using it for one day and this issue occurred with ten infusion sets from two boxes. Reportedly, there was no stress or pull on the infusion set tubing. No further information available.